Event description:
Posterior spine fusion and instrumentation hemivertebra excision. After injecting gelfoam liquid into t9 hemivertebra. Pt developed profound hypotension. Required CPR > 15 mins. After resuscitated we noticed hives over his body. Pt fully recovered but required completion of surgery the following week. Parents, after the event, told us that the pt may be allergic to beef or pork products.